Event description:
It was reported that the pt's device was turning on and off. The device has normal impedances and longevity estimate is fine. The physician disabled the reed switch. Further info is being requested from the hcp.